Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged, but it would not turn on. The data log could not be downloaded and a receiver functional test could not be performed since the receiver would not turn on. A visual interior inspection was performed and failed as the moisture detection sticker was activated and moisture damage was observed throughout the receiver. The complaint that the receiver ceased to function was confirmed. The root cause was determined to be moisture damage.